Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 0.12 mg/day) and bupivacaine (5 mg/ml at 0.03 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was reporting suboptimal pain relief despite dose escalation. It was determined that the patient had a catheter obstruction that was found during a previous clinic visit (date unknown). It was noted that the patient had a negative dye study (date not reported). The patient was taken to surgery on the date of the report. During the procedure, the hcp opened the pump pocket, removed the pump, and then attempted to aspirate from the catheter access port without success. The hcp then disconnected the catheter from the pump, but there was still no csf (cerebrospinal fluid) flow. The hcp then cut the pump segment and attempted to use a needle to aspirate csf from the spinal segment but was again unsuccessful. The hcp then tied off the spinal segment of the catheter and abandoned it within the pump pocket. The pump was not reimplanted and there were no plans to reimplant in the future. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had a history of significant spinal surgery with hardware that required the neurosurgeon to drill to the place the intrathecal catheter at the initial implant procedure and that the patient had a high intrathecal morphine concentration of 20 mg/ml with a secondary drug bupivacaine with a 5 mg/ml concentration. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781 serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 25-aug-2022, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.